Manufacturer narrative:
A bausch & lomb field service tech visited the facility on (B)(4) 2011 and was unable to duplicate the reported problem. The power supply module was removed as a precaution and was returned to bausch & lomb for further investigation. A supplemental report will be submitted when the final eval results are available. Note: error code bps10 as noted in the stellaris user manual indicates the back up power supply battery requires attention. Additionally, codes are notifications to the operator that the device requires a particular action that may include removing the device from service.

Event description:
A report was received from a user facility in the USA stating the system shut down several times during the initial stages of the procedure and was subsequently unplugged from the electrical source on the wall. The device had an error code bps10. The decision was made to discontinue use of this system and bring in a backup system to complete the procedure. At some point during the transition to the backup machine, the surgeon noticed that fragments of the nucleus had fallen to the retina. The cause of the fragment incursion is unk. The pt outcome currently is unk; however, add'l info has been requested.